Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: overheating of device. 1 event had no health consequences or impact. 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99133. Supplemental rationale. Corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status 4 devices were received. Evaluation findings (results/components). 4 devices: no device problem found / part/component/sub-assembly term not applicable product disposition. 3 devices: scrapped by stryker. 1 device: serviced and returned to customer.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 4 events for the failure: overheating of device. - 1 event had no health consequences or impact. - 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99133. Supplemental rationale, corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status, 3 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 3 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 3 devices: scrapped by stryker. 1 device: product disposition is not yet determined.